Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial # (B)(4), description: linear 3-6 lead, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a non-device related laparoscopic procedure, the patient's pocket site became red and hot. The patient was administered antibiotics, however, the issue did not resolve. The patient underwent an explant procedure wherein all the devices were removed due to an infection at the pocket site. The physician assessed that the infection was not device related. The physician believes the skin containments on the ipg were brought in by the non-device related surgery.